Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient feeling unwell presented in clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. Early battery depletion was suspected. On (B)(6) 2016, the device was explanted and replaced. The patient experienced no adverse event.